Event description:
It was reported that a distal filter slider detachment occurred. During a transcatheter aortic valve replacement (tavr) procedure a sentinel cerebral protection (cps) was used. At the conclusion of the procedure when the operator pulled on the distal filter slider to resheath the distal filter, the distal filter slider detached from the handle of the sentinel cps. Sterile clamps were used to pull back the metal slider and the distal filter was successfully recaptured prior to removal from the patient. No patient complications were reported.